Event description:
It was reported by the customer that a bd pyxis¿ es server, the station was in disconnected mode. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex g grid this supplemental MDR was submitted to reflect the correct imdrf annex g grid.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) confirmed that both app and db server has a memory that is more than 95% primarily caused by the antivirus consuming excessive memory, and an overdue server reboot. The tss recommended either disabling the antivirus or increasing the server's memory capacity through it support. Although a reboot was initially postponed pending kb compatibility verification with the device security team, the customer eventually issued a reboot. Post-reboot, the tss confirmed that memory usage stabilized at 36%, and all services and server performance appeared normal. The customer resolved the issue by rebooting the server. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the station was in disconnected mode. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.